Event description:
It was observed that during the device evaluation, the colonovideoscope produced a blurry image and dirt was found on the objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reportable event blurry image was due to dirt on the objective lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.